Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician's office observed high impedance on the patient's vns device. X-rays were taken which showed the lead pin did not appear to be fully inserted into the connector block of the vns generator. The patient underwent surgery on (B)(6) 2015 to correct the high impedance observed. The surgeon re-inserted the lead pin into the generator connector block and the high impedance was resolved.